Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the helix was bent. There was a white substance and bloodon the distal electrode and the lead was damaged at implant.

Event description:
It was reported that during an implant procedure, the physician noticed an "artificial particle" on the lead helix. It blocked thehelix and made proper lead fixation impossible. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.